Event description:
On (B)(6) 2011, patient was admitted to surgery for elective laparoscopic ventral hernia repair. The abdomen was prepped and draped in a standard sterile fashion. A veress needle was used to obtain access to the abdomen for insufflation and after the abdomen was insufflated, a versaport was placed in the lateral left upper quadrant in order to visualize the hernia defect; this is a 5mm port. Additional 12-mm port was placed at the level of the umbilicus and a 5-mm port was placed laterally in the left lower quadrant. Significant amount of adhesion of the bowel to the anterior abdominal wall was encountered. When the versaport was returned back to the circulator the tip of the trocar was found to be chipped. The missing piece was approximately 4mm in size. The small piece was not found and was felt to have likely broken off prior to placement of the trocar intraabdominally. The surface of the patient and visible intrabdominal field were inspected and nothing was seen. The procedure was finished without difficulty. A CT scan of the abdomen was obtained, no foreign object was seen.